Event description:
Dealer advised received error code 503 and 603, blinking 6 times. Dealer advised spoke with tech and left motor needs to be replaced. Dealer advised end user was stranded.

Manufacturer narrative:
.